Event description:
Olympus was informed that the customer maintenance/leakage tester unit was returned for service/repair for a reported ¿low output, pressure takes very long time to build¿. The event was found during preparation for use. Upon inspecting and testing, the power switch at the front was identified to be non-olympus part/repair and was defective as the light emitting diode (led) remained on when the power switch was turned off. This report is being submitted to capture the defective power switch. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation found the power switch at the front was non-olympus repair/part and was defective as the light emitting diode (led) remained on when the power switch was turned off. Additionally, the ac inlet at the read of the unit was cracked, the (4) suction feet at the bottom has insufficient suction force, and the air pressure starts very low and also climbs up slowly. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of why the led remains lit even when the switch is turned off could not be determined. In regards to the inlet damage, no root cause could be determined at this time. Olympus will continue to monitor field performance for this device.